Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a loaner pump available as alternate insulin therapy.